Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was noted that the patient had undergone a recent hip replacement that resulted in swelling and blood clots. The sensitivity on the lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d274trk implantable cardioverter defibrillator (ICD), (B)(6)  2011; 4193-88 implantable pacing lead, (B)(6) 2005; 5054-58 implantable pacing lead, (B)(6) 1998; 5568-53 implantable pacing lead, (B)(6) 1998. (B)(4).